Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7079326.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming attempts. High impedances were noted on the leads and migration was confirmed through fluoroscopy. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned.